Manufacturer narrative:
Age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.00mm x 12mm nc emerge balloon catheter was used for dilatation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
A2-age at time of event: 18 years or older.

Event description:
It was reported that balloon rupture occurred. A 3.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during inflation, the balloon ruptured. The procedure was completed with another of same device. No patient complications were reported and the patient status is stable. It was further reported that the target lesion was 76% stenosed, moderately tortuous and moderately calcified. After a 3.00mm x 12mm nc emerge balloon catheter ruptured, a 3.50mm x 15mm nc emerge balloon catheter was advanced and it ruptured during the third inflation at 8 atmospheres for 10 seconds.